Manufacturer narrative:
Upon investigation of the lift, the technician noted the safety drum was leaking hydraulic fluid. A search of the hill-rom maintenance records did not show hill-rom performed any preventative maintenance on this lift. It is unknown if the facility performs preventative maintenance on their lifts. The technician repaired the overhead lift with a new actuator restoration set to resolve the issue. Based on this information, no further action is required.

Event description:
Hill-rom received a report from the account stating a likorall 250 es was leaking hydraulic fluid from the safety drum. The lift was located in (B)(6) endoscopy at the account. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint (B)(4).